Manufacturer narrative:
The reported events of premature battery depletion and failure to interrogate could not be confirmed in the lab. The device was observed to be in backup operation with a corrupted firmware when received. After the device was restored from backup mode, functional testing was performed. The telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and revealed to be normal. A longevity calculation was performed and revealed the battery depletion was normal based on the available device data. The cause of reported event of interrogation anomaly was determined to be due to the device being stuck in an unknown state where the device was in backup with corrupted firmware in which the device can exhibit erratic and unpredicted behavior such as intermittent communication anomaly. The backup operation could not be reproduced and the cause of the backup operation could not be determined.

Event description:
It was reported that the device was unable to be interrogated via inductive and radiofrequency telemetry. Premature battery depletion was alleged to be the cause of the event. The device was explanted and replaced to resolve the event and the patient was in stable condition.